Event description:
Consumer complaint of "lo" blood result. Expected blood glucose results fasting range from 95 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test no performed due to expired test strips. Storage of test strips not verified. Test strip lot manufacturer's expiration date is 06/30/2014 and open vial data not verified. Recall test results performed non-fasting from meter memory: "lo" (B)(6) 2015 07:37am; 99 mg/dl (B)(6) 2014 09:24pm; 161 mg/dl (B)(6) 2014 10:55pm; 160mg/dl (B)(6) 2014 10:56pm; 166 mg/dl (B)(6) 2014 08:45pm.

Manufacturer narrative:
(B)(4) most likely underlying root cause of malfunction black chemistry observed, no investigation required. Investigation completed and meter evaluated with no defects found.

Event description:
Consumer complaint of "lo" blood result. Expected blood glucose results fasting range from 95 to 150mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test not performed due to expired test strips. Storage of test strips not verified. Test strip lot manufacturer's expiration date is 06/30/2014 and open vial date not verified. Recall test results performed non-fasting from meter memory: "lo" (B)(6) 2015 07:37am. 99mg/dl (B)(6) 2014 09:24pm . 161mg/dl (B)(6) 2014 10:55pm. 160mg/dl (B)(6) 2014 10:56pm. 166mg/dl (B)(6) 2014 08:45pm.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).